Event description:
It was reported to boston scientific corporation that a endovive low profile balloon replacement device was used during an percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, during the procedure, the center connector where the extension tube is attached detached. Details regarding completion of procedure are unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.